Event description:
Patient reports that she started getting "connect belt" messages at 3:30am. She reports that she has never disconnected the electrode belt. Lifecor customer support requested that she disconnect the belt and then reconnect it, then perform a data download. A review of the downloaded data shows that the monitor is not recognizing whether or not the belt is connected. The patient's electrode belt was replaced.